Event description:
Operator reported a leak coming from the water pump onto the floor. No patients were affected and no operator was harmed. The field service rep determined a cracked/damaged water pump to be the cause and replaced the pump. Performance tests were performed and no leakage detected.